Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported small chip and crack. There was no patient involvement.

Event description:
The customer reported small chip and crack. There was no patient involvement.

Manufacturer narrative:
H9 continuation: z-2700-2017 & z-1768-2019. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, front door, sear latch and left/ right iui's (inter-unit interface). Replaced rear case with recall completed. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Based on the findings, service determined that the reported issue was due to wear of the bezel assembly with cracked lower hinge. Device history record a review of the device history record showed the device had a manufacture date of 09nov2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure qn (B)(4) for test failure - rate/volume accuracy/ no fault found, which did not correlate to the customers reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
D4: additional (UDI#).

Event description:
The customer reported small chip and crack. There was no patient involvement.